Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported the cgm value was 262 mg/dl. She started to experience chest pain and checked her bg, her glucometer read high. She went to hospital for evaluation and her bg was 700 mg/dl. She was admitted for diabetic ketoacidosis (dka) and treated with IV fluids, insulin and potassium. At the time of contact, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.